Event description:
Boston scientific crm received info that one day post implant this lead was repositioned for loss of capture. To date, there have been no adverse pt effects reported. At this time, the product remains in service. If additional info becomes available this event will be updated as necessary. Date of implant was not provided and it is unclear if the event date is the day the loss of capture was discovered or the day this lead was revised.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.